Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens implantation procedure, when the surgeon was manipulating the iol with hooks, the iol got stuck and the haptic broke. Consequently, the iol was removed and replaced with a same model company lens in an initial procedure. The surgery was completed without any complications. Additional information has been requested but is not available at the time of this report.